Manufacturer narrative:
The device passed the basic occlusion, and displacement tests. The device was received unable to prime at 2.5lbs during prime test due to faulty force sensor resistor. The motor passed the motor test. The device had minor scratched lcd window and reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of reoccurring motor error with their insulin pump. The customer states that the timing for the motor error alarms took place during basal. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.